Event description:
Rep reported that a patient was implanted with a microsensor that was working in the o.r. And then started reading 5 and producing no waveform. He tried several methods to change the pt's icp but the microsensor did not respond. The pt was brought back to the o.r. Today to have a second sensor implanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.